Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a cracked pebax. During the atrial fibrillation procedure, after connecting the catheter to the cable, a sensor error (error 106) occurred in the carto system. The cable was replaced with a new cable, but the error was not resolved. After replacing the catheter, another error (error 106) occurred in the carto system. After replacing another catheter, the error was resolved and the surgery was successfully completed. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and force test were performed following j&j medtech procedures. Visual inspection revealed that the pebax was cracked. No foreign external material inside the pebax was observed during the analysis. The device was connected to the carto 3 system and the generator; and it was recognized and visualized; however, error 106 were displayed on the screen. Additionally, no temperature was observed at the generator. Then the handle was dissected and sensor pads and the thermocouple at the connector area were measured, and were found out of specifications due to an open circuit on the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31438733l number, and no internal actions related to the reported complaint condition were identified. The force sensor error reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The hole on the surface observed during the test of the pebax was unrelated to the reported event by the customer, the potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The temperature issue observed during the test was unrelated to the reported event by the customer. The potential cause of the open circuit could not be determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. The instruction for use (IFU) contains the following warnings and precautions: do not use the temperature sensor to monitor tissue temperature. If the rf (radiofrequency) generator does not display the temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. Recheck the irrigation system prior to restarting rf application. Before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. About the pebax damage, the instruction for use (IFU) contains the following warnings and precautions do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).